Event description:
It was reported during "a laparoscopic total hysterectomy. The vcare uterine manipulator (small) was successfully placed at the beginning of the procedure. No adjustment was made to the uterine manipulator during the procedure. The colpotomy was performed leaving the uterus and cervix free. The surgical assistant was asked to pull the uterus and cervix into the vagina. I cannot recall if the surgical assistant pulled the uterus and cervix through the vaginal vault using just the uterine manipulator or if they also used a vulsellum forceps or if they had removed the uterine manipulator and were just using a vulsellum forceps. I think the surgical assistant partially pulled the uterus and cervix into the vagina and then pushed it back into the pelvis. It was at this point that we visualized with the laparoscope the balloon and cervical cuff sitting free in the pelvis and completely detached from the uterine manipulator. The balloon and cervical cuff were removed from the pelvis via the vaginal vault. I don¿t recall the body of the uterus being particularly large and it appeared that the surgical assistant was able to deliver the uterus and cervix through the vaginal vault without excessive force or pressure." No pt injury reported.

Manufacturer narrative:
(B)(6). The device is being returned to conmed and has just recently been received. A supplemental report will be filed after the quality engineering investigation has been completed.